Event description:
It was reported the touchpanel malfunctioned. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).